Manufacturer narrative:
(B)(4). (B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07220. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecolgocal procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. Outcomes are reported as pain, erosion, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapse. The patient underwent the concurrent procedure of a partial hysterectomy during mesh implantation. The patient underwent partial mesh removal on (B)(6) 2007 due to erosion and in part based on recommendation by the physician. The patient underwent partial mesh removal and a partial hysterectomy on (B)(6) 2011 due to erosion and in part based on recommendation by the physician.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent partial removal on (B)(6) 2007 due to erosion and in part based on recommendation by physician. The patient underwent mesh removal on (B)(6) 2011 due to erosion and in part based on recommendation by physician. (B)(4).